Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedance and no capture during a device replacement procedure. The device was checked a month before and the measurements were within normal range. The impedance and capture issues were observed after the leads were disconnected from the device being replaced. The lead was surgically abandoned and a new right atrial (ra) lead implanted without issue. There were no adverse patient effects reported.